Event description:
It was reported that the home patient received a high drain 104 (night drain cycle four) alarm on the home choice device. A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. This alarm occurred after use, prior to the start of the next therapy session. The patient¿s fill volume equaled 2500ml with a total drain volume equal to 11938ml. The patient¿s total ultrafiltration equaled 1897ml with the cycle four ultrafiltration equal to 2781ml. A swap was initiated and the technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was performed to investigate the reported event. A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log verified the occurrence of the high drain 104 alarm. A visual inspection was performed with no abnormalities noted. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. Upon conclusion of the investigation, the cause of the high drain alarm was one or more cycles advanced to the next fill when a slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.